Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the patient's implant procedure on (B)(6) 2020, the physician was unable to advance the lead past the middle of t11 due to patient anatomy. As a result, the procedure was abandoned. The patient was stable afterwards.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.